Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found the spring arm weld seam was broken. He replaced the spring arm with a new one and returned the device to service. Additionally the device was directly involved with the reported incident but was not being used for treatment or diagnosis of the patient when the event occurred. The weld seam was last verified by maquet in 2013 as part of a maintenance, and no fissures were found at that time. There is no evidence provided that the same verification was performed on a yearly basis.

Event description:
The customer reported that, during the preparation before the first operation, the cupola felt down. There was no patient involved. No injuries were reported. (B)(4).